Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a bad phm; this condition had the potential to interrupt delivery. This condition was found in the central supply department. It is unknown when this event occurred. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention. No additional information is available. The user interface module software version of this pump is 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a malfunction of "bad phm" was confirmed and not reproduced during product evaluation. The cause was not determined because the device is a stay-in unit and no repair was necessary.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.